Event description:
Reportedly, the smartview connect no longer detects the implant, although telecardiology is activated.

Manufacturer narrative:
Analysis summary: upon reception, the returned smartview connect was tested, and the reported issue could not be reproduced: the device successfully connected to the network and paired with a reference pacemaker. No definitive root cause could be established based on the available data.

Event description:
Reportedly, the smartview connect no longer detects the implant, although telecardiology is activated.